Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a keypad anomaly from the insulin pump. The customer's blood glucose level was unknown. The customer stated that she dropped her pump in the bath tub and now the buttons are not responding. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.

Manufacturer narrative:
All of the buttons functioned properly however, found corroded keypad traces. No moisture damage was found on the electronic stack, motor, battery tube and vibrator assembly. The insulin pump had cracked reservoir tube lip, minor scratched display window, cracked belt clip slot, cracked battery tube threads and cracked case at reservoir tube window corner.